Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was 1364 mg/dl when paramedics arrived. Customer stated that he was found unconscious and paramedics were called. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Scratched display window noted during visual inspection.